Event description:
Customer reported blood leaked out of valve while drawing labs. Customer stated "while drawing labs from white lumen of tlij, blood from the end of the cap solid rn's gloves. Had to change gloves and restart line care." No harm to pt or staff and no medical intervention reported. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer confirmed product will not be returned because it was discarded. Unable to determine the cause of the leaking valve because the cable was not returned for evaluation. The root case of this failure could not be identified.